Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately alarmed pump error 38 during rewind. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 38 alarm during testing on 04/09/2024 at 10:22:56.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, and corroded battery tube. Cosmetic damage was confirmed at the belt clip rails. Moisture damage was confirmed found on dried insulin on the motor slide and battery tube. Pump error 38 was confirmed during testing due to dried insulin on the motor slide. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1886 was requested and customer response was the device will be returned.